Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy, at first firing, the surgeon tried to squeeze the handle, however the surgeon felt that the handle was locked, and could not fire the device. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.